Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the bib¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications-possible complications of the use of the bib¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the bib system intragastric balloon had a deflation. "Patient noticed methylene blue in urine so referred to surgeon. After rx they found that bib, filled in at 500cc at implant time, was now smaller. When removed, they calculated that 350cc of saline were yet in bib at explant time."

Manufacturer narrative:
Additional information: device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the balloon shell to be discolored, as it was observed to be dark green/blue in appearance. Brown particles were observed on the outer surface of the center patch. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from six openings; one on the anterior portion of the shell and five on the posterior portion. Under microscopic analysis, all openings were noted to have striated edges, consistent with surgical damage and device removal activities.